Manufacturer narrative:
The following devices were also listed in this report: titanium revision acetabular; cat # 509-02-56e; lot # mer6vh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding fretting involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. Further information such as medical documentation and returned devices are needed. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient's right hip was revised due to metallosis and pain. A 36 - 5 v40 head, 56 mm shell, accolade stem, and liner were revised with no allegations against the liner. The surgeon did not report the reason for the revising the shell beyond stating the revision was due to pain and metallosis. The rep confirmed that no further information would be released by the hospital or surgeon.